Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however, the exact cause is unknown. One photograph of a single lumen per-q-cath was returned for evaluation. An initial visual observation of the photograph showed use residue throughout the sample in the returned photo. The catheter shaft was observed to be detached from the molded joint of the catheter. Dressing material could be seen attached to the catheter shaft. No details of the break surface could be discerned from the returned photograph. While the cause of the apparent break in the catheter could not be determined, possible causes include tensile failure, sharp instrument damage, and over-pressurization. A lot history review (lhr) of recn2038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing a catheter, a nurse found the connection between the catheter and a connector was ruptured and terminated the catheter placement. Replaced the product with a new one for placement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn2038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing a catheter, a nurse found the connection between the catheter and a connector was ruptured and terminated the catheter placement. Replaced the product with a new one for placement.